Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2022, a 27 mm navitor titan valve was successfully implanted. On (B)(6) 2022, the patient had worsening heart failure with increased lower extremity edema and worsening fatigue/dizziness. The team ordered daily lasix, but the patient refused due to incontinence and a long drive home. On (B)(6) 2022, the patient presented with acute kidney injury, abnormal lab values (tropins), chronic right bundle branch block, difficulty catching breath, and anemias. The patient mentioned that they didn't have any chest pain, but that their shortness of breath had slightly worsened since the tavr procedure. A chest x-ray was performed but was negative. The patient had medication administered/adjusted to treat the acute kidney injury, abnormal lab values, chronic right bundle branch block, and anemias. The patient was also transfused with packed red blood cells on (B)(6) 2022. Iron studies performed also revealed iron deficiency so the patient was given an iron sucralose IV for 3 days.

Manufacturer narrative:
An event of worsening heart failure with increased lower extremity edema, worsening fatigue/dizziness, acute kidney injury, chronic right bundle branch block, anemia, and iron deficiency was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.